Event description:
During ICD replacement due to normal eri, externalized conductor was observed via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.